Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The reported balloon rupture was likely due to case circumstances. It is likely that the balloon interacted with the calcified lesion, causing damage to the outer surface of the balloon resulting in rupture during inflation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified lesion in the mid right coronary artery. The 2.0x15 mm mini trek (bdc) ruptured during the first inflation at 10 atmospheres. An nc trek bdc was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.